Event description:
Surgery - cardiac physician deployed arterial closure device into groin and the suture knot, which is supposed to go inside of the body/vessel, popped back and deployed outside of the body. Device was able to be safely removed from body over a wire and a new device was deployed. Perclose proglide 6 f suture-mediated closure device defect/failure created an unsafe condition.